Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 occlusion alarm occurred and insulin slowly exit through tubing after troubleshooting. No further information available.